Manufacturer narrative:
Concomitant medical products: product ID 3889-28; lot# (B)(4) serial#; implanted: (B)(6) 2016 ; explanted (partial): (B)(6) 2020; product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) , ubd: 11-apr-2020, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that per the device registration system (drs), the patient's current configuration would have possible full-body MRI potential. However, the caller noted the patient had three leads that were still implanted in some partial or full capacity. The caller understood this eliminated full-body potential. The patient needed a foot scan. Device registration showed the last lead was partial, so it was assumed this issue was reported in the past. When the caller was asked if they had any information on the partial leads, the caller said that was why they called the manufacturer; because they did not have that information. The doctor believed the partial leads may not be an issue for a foot scan. They were provided with the office of medical affairs (oma) contact for the caller to give to the doctor if they spoke with the doctor.